Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting as expected. The repeat result was reported to the physician(s). The customer stated that a discordant, falsely elevated result was obtained 18 days prior. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting as expected. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance and replaced and calibrated the hm mixers. System check and quality controls were run, resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.